Manufacturer narrative:
The pump was unable to prime during the prime test due to moisture damage on the force sensor. No alarms were noted during testing. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer called and reported the insulin pump was alarming with a motion sensor test failure. The customer's blood glucose was not known. The customer could not perform displacement test, as the menu could not be accessed and the insulin pump would prompt to be rewound and the alarm would recur. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.